Event description:
It was reported a spectrum pump has an occlusion sensor error. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.